Event description:
It was reported to boston scientific corp that on (B)(6) 2009, a cre balloon catheter was used during a dilatation of the esophagus. According to the complainant, when an attempt was made to inflate the balloon during the procedure, the balloon was found to be ruptured. The procedure was completed with another cre balloon catheter. Follow up info confirmed that no part of the device detached. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).